Event description:
It was initially reported that the physician obtained high lead impedance readings during a routine office visit. The patient's x-rays were sent to the manufacturer for review and a lead fracture was identified which could have caused the high lead impedance readings. The patient's device is programmed off and there are currently no plans to take additional intervention.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.